Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that this case caused unexpected stress on the cable due to the use of the user, resulting in the disconnection of the cable, which resulted in the absence of the image. The above device handling has warned in the instruction manual as follows. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the cable was broken and the control knobs are worn out. There was no report of patient injury associated with the event. The device was repaired and returned to the customer.